Event description:
A patient in (B)(6) was undergoing crrt on a prismaflex. The nurse observed a slow continuous blood leak from the luer-lock of the venous return line that connects with catheter. The patient had an estimated blood loss of 60 ml. There has been no further information provided for this event.

Manufacturer narrative:
The device history record and complaint history files related to the used prismaflex m100 set could not be checked as the lot number is unknown. The used prismaflex set was discarded after the event and no further investigation could be performed. The root cause of the reported event remains unknown.